Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose levels (200-300 mg/dl). The customer reported the bg levels were due to the flu. The customer stated that would correct with the pump to address bg level.